Event description:
It was reported that a healthcare provider was unable to inject dye into the pump or aspirate fluid out of the catheter. It was then that it was determined that the line was pinched. There was no known fall or trauma, though the event occurred following an increase in physical activity including digging clams and trapping crabs, over one month prior to report. Following that, the patient suddenly went into morphine withdrawal, 'got sicker than a dog,' his restless leg came back ferociously, and he started getting a lot of leg pain. Additionally, the patient had not been able to get any sleep or rest. At the time of report, the patient was being prescribed oral morphine, though it wasn't doing much for him. The drug used in this system was morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was later reported that mild withdrawal symptoms and increase in restless leg symptoms. The patient had a revision. It was unknown if the event was due to the pump or catheter.